Event description:
During a surgical procedure the set screw that holds the articulating device together came out. The surgeon used a second instrument to complete the procedure. The surgery was delayed 1-2 minutes. There was no adverse effect to the patient noted. The set screw could not be put back in.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information not previously reported. Device was returned, investigation is in progress.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned adn no lot number was provided. Manufacturing records could not be reviewed without a lot number.